Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed the pump was tested for (B)(4) hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.